Event description:
It was reported that the patient had a urinary tract infection (uti) last month. At the time of the report it was cleared up. The type of intervention was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va03zv2, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).